Event description:
Optometrist, prescribed reporter pure vision contacts in sept, 2005 and renu moistureloc purpose contact solution which she used together consistently. Soon after using the product the reporter developed a discharge from both eyes along with bumps on both eyelids. Reporter sought medical evaluation and was given drops. She was later told that she had a fungal infection. Drops cleaned her eye discharge, but the bumps on her eyelids persisted. Eventually the left lid's nodule cleared. Currently the reporter suffers from blurred vision and frequent blinking. Reporter has called bausch & lomb on three occasions without any response back. She's been treating her eye nodule with warm compresses. In jan-february of this year her eye became infected. She wears disposable contact lenses but must wear corrective lenses whenever the "goo-ee" discharge presents. Has a follow-up appointment scheduled with her optometrist today. Has product, but @ a different residence and not with her @ the time of this reporting.